Event description:
It was reported that the connect wire was successfully used in the moderately tortuous and heavily calcified target lesion in the left lower leg tibial trunk artery. The wire was used in the body for approximately 30 to 40 minutes. After the wire was removed from the anatomy, large sections of the green coating on the wire came off and the metal segment of the wire was visible. The physician was concerned that some of the green coating remains in the pt. The post intervention angiogram was unremarkable, but it is unk if the green coating is radiopaque. There were no adverse pt effects and the pt had a palpable pulse in the left foot. There was no clinically significant delay in the procedure. There was no additional info provided.